Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated"), uterine perforation ("possibly perforating the wall of the uterus/malposition of essure device location of device: essure in right fallopian tube found penetrating uterine myometrial fundus") and device breakage ("the coil had broke off") in a 38-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's past medical history included gravida I and parity 1. Concurrent conditions included morbid obesity, asthma, anxiety, belching, epigastric discomfort, nausea, neoplasm, teratoma and cancer. Concomitant products included duloxetine hydrochloride (cymbalta), levothyroxine, meloxicam, oxycodone, pregabalin (lyrica) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced weight fluctuation ("weight fluctuation") and infection ("infection"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue / exhaustion"), headache ("headaches") and migraine ("migraines"). In august 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), myalgia ("severe muscle pain"), bone pain ("severe bone pain"), arthralgia ("severe joint pain / hip pain"), back pain ("severe back pain"), lethargy ("lethargy"), pain ("general body aches and pains"), depression ("depression"), asthma ("upper respiratory issues (severe asthma, bronchitis, sinus infections)"), bronchitis ("upper respiratory issues (severe asthma, bronchitis, sinus infections)"), sinusitis ("upper respiratory issues (severe asthma, bronchitis, sinus infections)/increase in sinus infection"), the first episode of muscle spasms ("muscle spasms"), dizziness ("dizziness"), the second episode of muscle spasms ("cramping of the legs, feet, and toes"), arthritis ("arthritis"), thyroid hormones increased ("increases in thyroid levels"), carpal tunnel syndrome ("carpal tunnel syndrome") and uterine pain ("uterine pain"). The patient was treated with hydromorphone, ondansetron, surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed), surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed) and surgery (laparoscopy with bilateral salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, myalgia, bone pain, arthralgia, back pain, fatigue, lethargy, headache, weight fluctuation, pain, depression, asthma, bronchitis, dizziness, the last episode of muscle spasms, arthritis, thyroid hormones increased, fibromyalgia, carpal tunnel syndrome, migraine, uterine pain and infection outcome was unknown and the sinusitis had not resolved. The reporter considered arthralgia, arthritis, asthma, back pain, bone pain, bronchitis, carpal tunnel syndrome, depression, device breakage, device dislocation, dizziness, fatigue, fibromyalgia, headache, infection, lethargy, migraine, myalgia, pain, sinusitis, thyroid hormones increased, uterine pain, uterine perforation, weight fluctuation, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure. The reporter commented: it was reported that she was currently undergoing additional testing for a suspected second autoimmune disorder. Removal details:operative procedure: inspection of the left fallopian tube revealed no evidence of the essure coil. The subserosal surface of the uterus was dissected free from the coil that had penetrated the fundus of the uterus. The coil was grasped and the coil was gently removed twirling the coil clockwise to deliver the coil. During this process, the coil was fractured, that piece was delivered and forwarded to pathology. The remainder of the coil was then removed. Operator inspected the pieces and was satisfied that the coil had been completely removed. Final diagnosis 1. Left fallopian tube, salpingectomy: segment of fallopian tube with focal disruption; otherwise with no significant pathologic abnormality. Mature adipose tissue. 2. Right fallopian tube, salpingectomy: segment of fallopian tube with benign paratubal cysts (largest 0.8 cm). Essure coil (gross examination). 3. Specimen designated essure coil, removal: segments of essure coil (gross examination). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. CT scan ordered as part of her assessment revealed that the left essure micro-insert had migrated and was possibly perforating the wall of the uterus. 30mar2016: on an ultrasound examination today confirms malposition of the essure coil on the right side. Current weight 197.00 lbs. Approximate weight at the time of essure placement 171.00 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs+mr received: new events: migraine, carpal tunnel syndrome, uterine pain, device breakage, abdominal pain, device monitoring procedure not performed were added. Previously reported event ¿sinusitis¿ outcome updated and event ¿malposition of essure device location of device: essure in right fallopian tube found penetrating uterine myometrial fundus¿ clubbed with previously reported event ¿uterine perforation¿. Reporter, patient demographic information, other relevant history, product stop date, product batch number, concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated"), uterine perforation ("possibly perforating the wall of the uterus/malposition of essure device location of device: essure in right fallopian tube found penetrating uterine myometrial fundus"), device breakage ("the coil had broke off") and device expulsion ("migration of essure device-location of device in uterine wall") in a 38-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's past medical history included gravida I and parity 1. Concurrent conditions included morbid obesity, asthma, anxiety, belching, epigastric discomfort, nausea, neoplasm, teratoma and cancer. Concomitant products included duloxetine hydrochloride (cymbalta), levothyroxine, meloxicam, oxycodone, pregabalin (lyrica) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced weight fluctuation ("weight fluctuation") and infection ("infection"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue / exhaustion"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), myalgia ("severe muscle pain"), bone pain ("severe bone pain"), arthralgia ("severe joint pain / hip pain"), back pain ("severe back pain"), lethargy ("lethargy"), pain ("general body aches and pains"), depression ("depression"), asthma ("upper respiratory issues (severe asthma, bronchitis, sinus infections)"), bronchitis ("upper respiratory issues (severe asthma, bronchitis, sinus infections)"), sinusitis ("upper respiratory issues (severe asthma, bronchitis, sinus infections)/increase in sinus infection"), the first episode of muscle spasms ("muscle spasms"), dizziness ("dizziness"), the second episode of muscle spasms ("cramping of the legs, feet, and toes"), arthritis ("arthritis"), thyroid hormones increased ("increases in thyroid levels/ thyroid issues"), carpal tunnel syndrome ("carpal tunnel syndrome"), uterine pain ("uterine pain"), lipoma ("non-malignant fatty tumor"), weight increased ("weight gain"), laryngitis ("lyringitis") and alopecia ("hair loss"). The patient was treated with hydromorphone, ondansetron, surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed), surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed), surgery (laparoscopy with bilateral salpingectomy and removal of essure coil) and surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed). Essure was removed on (B)(6) -2016. At the time of the report, the device dislocation, uterine perforation, device expulsion, myalgia, bone pain, arthralgia, back pain, fatigue, lethargy, headache, weight fluctuation, pain, depression, asthma, bronchitis, dizziness, the last episode of muscle spasms, arthritis, thyroid hormones increased, fibromyalgia, carpal tunnel syndrome, migraine, uterine pain, infection, lipoma, weight increased, laryngitis and alopecia outcome was unknown and the sinusitis had not resolved. The reporter considered alopecia, arthralgia, arthritis, asthma, back pain, bone pain, bronchitis, carpal tunnel syndrome, depression, device breakage, device dislocation, device expulsion, dizziness, fatigue, fibromyalgia, headache, infection, laryngitis, lethargy, lipoma, migraine, myalgia, pain, sinusitis, thyroid hormones increased, uterine pain, uterine perforation, weight fluctuation, weight increased, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure. The reporter commented: it was reported that she was currently undergoing additional testing for a suspected second autoimmune disorder. Removal details:operative procedure: inspection of the left fallopian tube revealed no evidence of the essure coil. The subserosal surface of the uterus was dissected free from the coil that had penetrated the fundus of the uterus. The coil was grasped and the coil was gently removed twirling the coil clockwise to deliver the coil. During this process, the coil was fractured, that piece was delivered and forwarded to pathology. The remainder of the coil was then removed. Operator inspected the pieces and was satisfied that the coil had been completely removed. Final diagnosis 1. Left fallopian tube, salpingectomy: segment of fallopian tube with focal disruption; otherwise with no significant pathologic abnormality. Mature adipose tissue. 2. Right fallopian tube, salpingectomy: segment of fallopian tube with benign paratubal cysts (largest 0.8 cm). Essure coil (gross examination). 3. Specimen designated essure coil, removal: segments of essure coil (gross examination). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. CT scan ordered as part of her assessment revealed that the left essure micro-insert had migrated and was possibly perforating the wall of the uterus. 30mar2016: on an ultrasound examination today confirms malposition of the essure coil on the right side. Current weight 197.00 lbs. Approximate weight at the time of essure placement 171.00 lbs. Quality-safety evaluation of ptc: ??-dec-2011. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated"), uterine perforation ("possibly perforating the wall of the uterus/malposition of essure device location of device: essure in right fallopian tube found penetrating uterine myometrial fundus"), device breakage ("the coil had broke off") and device expulsion ("migration of essure device-location of device in uterine wall") in a 38-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's past medical history included gravida I and parity 1. Concurrent conditions included morbid obesity, asthma, anxiety, belching, epigastric discomfort, nausea, neoplasm, teratoma and cancer. Concomitant products included duloxetine hydrochloride (cymbalta), levothyroxine, meloxicam, oxycodone, pregabalin (lyrica) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced weight fluctuation ("weight fluctuation") and infection ("infection"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue / exhaustion"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), myalgia ("severe muscle pain"), bone pain ("severe bone pain"), arthralgia ("severe joint pain / hip pain"), back pain ("severe back pain"), lethargy ("lethargy"), pain ("general body aches and pains"), depression ("depression"), asthma ("upper respiratory issues (severe asthma, bronchitis, sinus infections)"), bronchitis ("upper respiratory issues (severe asthma, bronchitis, sinus infections)"), sinusitis ("upper respiratory issues (severe asthma, bronchitis, sinus infections)/increase in sinus infection"), the first episode of muscle spasms ("muscle spasms"), dizziness ("dizziness"), the second episode of muscle spasms ("cramping of the legs, feet, and toes"), arthritis ("arthritis"), thyroid hormones increased ("increases in thyroid levels/ thyroid issues"), carpal tunnel syndrome ("carpal tunnel syndrome"), uterine pain ("uterine pain"), neoplasm ("non-malignant fatty tumor"), weight increased ("weight gain"), laryngitis ("lyringitis") and alopecia ("hair loss"). The patient was treated with hydromorphone, ondansetron, surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed), surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed), surgery (laparoscopy with bilateral salpingectomy and removal of essure coil) and surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, device expulsion, myalgia, bone pain, arthralgia, back pain, fatigue, lethargy, headache, weight fluctuation, pain, depression, asthma, bronchitis, dizziness, the last episode of muscle spasms, arthritis, thyroid hormones increased, fibromyalgia, carpal tunnel syndrome, migraine, uterine pain, infection, neoplasm, weight increased, laryngitis and alopecia outcome was unknown and the sinusitis had not resolved. The reporter considered alopecia, arthralgia, arthritis, asthma, back pain, bone pain, bronchitis, carpal tunnel syndrome, depression, device breakage, device dislocation, device expulsion, dizziness, fatigue, fibromyalgia, headache, infection, laryngitis, lethargy, migraine, myalgia, neoplasm, pain, sinusitis, thyroid hormones increased, uterine pain, uterine perforation, weight fluctuation, weight increased, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure. The reporter commented: it was reported that she was currently undergoing additional testing for a suspected second autoimmune disorder. Removal details:operative procedure: inspection of the left fallopian tube revealed no evidence of the essure coil. The subserosal surface of the uterus was dissected free from the coil that had penetrated the fundus of the uterus. The coil was grasped and the coil was gently removed twirling the coil clockwise to deliver the coil. During this process, the coil was fractured, that piece was delivered and forwarded to pathology. The remainder of the coil was then removed. Operator inspected the pieces and was satisfied that the coil had been completely removed. Final diagnosis 1. Left fallopian tube, salpingectomy: segment of fallopian tube with focal disruption; otherwise with no significant pathologic abnormality. Mature adipose tissue. 2. Right fallopian tube, salpingectomy: segment of fallopian tube with benign paratubal cysts (largest 0.8 cm). Essure coil (gross examination). 3. Specimen designated essure coil, removal: segments of essure coil (gross examination). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. CT scan ordered as part of her assessment revealed that the left essure micro-insert had migrated and was possibly perforating the wall of the uterus. (B)(6) 2016: on an ultrasound examination today confirms malposition of the essure coil on the right side. Current weight 197.00 lbs. Approximate weight at the time of essure placement 171.00 lbs. Most recent follow-up information incorporated above includes: on 12-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events non-malignant fatty tumor, weight gain, laryngitis, hair loss and migration of essure device-location of device in uterine wall were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated") and uterine perforation ("possibly perforating the wall of the uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe abdominal and pelvic cramping / pelvic pain"), abdominal pain lower ("severe abdominal and pelvic cramping / abdominal pain"), myalgia ("severe muscle pain"), bone pain ("severe bone pain"), arthralgia ("severe joint pain / hip pain"), back pain ("severe back pain"), fatigue ("chronic fatigue / exhaustion"), lethargy ("lethargy"), headache ("headaches"), weight fluctuation ("weight fluctuation"), pain ("general body aches and pains"), depression ("depression"), asthma ("upper respiratory issues (severe asthma, bronchitis, sinus infections)"), bronchitis ("upper respiratory issues (severe asthma, bronchitis, sinus infections)"), sinusitis ("upper respiratory issues (severe asthma, bronchitis, sinus infections)"), the first episode of muscle spasms ("muscle spasms"), dizziness ("dizziness"), the second episode of muscle spasms ("cramping of the legs, feet, and toes"), arthritis ("arthritis") and thyroid hormones increased ("increases in thyroid levels"). The patient was treated with surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed) and surgery (underwent a bilateral salpingectomy, fallopian tubes and both essure micro-inserts were all removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, pelvic pain, abdominal pain lower, myalgia, bone pain, arthralgia, back pain, fatigue, lethargy, headache, weight fluctuation, pain, depression, asthma, bronchitis, sinusitis, dizziness, the last episode of muscle spasms, arthritis, thyroid hormones increased and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, arthritis, asthma, back pain, bone pain, bronchitis, depression, device dislocation, dizziness, fatigue, fibromyalgia, headache, lethargy, myalgia, pain, pelvic pain, sinusitis, thyroid hormones increased, uterine perforation, weight fluctuation, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure. The reporter commented: it was reported that she was currently undergoing additional testing for a suspected second autoimmune disorder. Diagnostic results: CT scan ordered as part of her assessment revealed that the left essure micro-insert had migrated and was possibly perforating the wall of the uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.